Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer tests during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the nozzle units was replaced and returned for investigation. Simulated test use of the returned nozzle units in a ventilator could not reproduce the same failure as the pre-use check passed the test. However, during testing in the gas module test system, the flow curve could be seen as spiky. This failure is caused by a sticky membrane. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release.

Event description:
Manufacturer's ref: #(B)(4).